Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the transmitter stopped working. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined. It was reported that the patient worn sensor beyond seven days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.